Event description:
Sales rep reported that the pt presented at dr's office 6 months post-op from the original surgery. X-ray displayed a cyst at the 'outside' of the bone and an area inside the tunnel that appeared empty; tibial tunnel widening. The original procedure in 2006 was an aclr with medial and lateral meniscal repairs. The pt says he has some mild mechanical symptoms and on exam he had a bump, 2 + lachman, neg. Pivot. Inflammation was shown on the tibia. The pt will be going to the or for debridement of the bump but also talking about bone grafting the tunnel.

Manufacturer narrative:
Reinforced surgical technique to customer. No product is being returned for evaluation.